Event description:
It was reported the device displayed alarm -cassette not attached properly-. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. Could not duplicate customer stated problem during testing. Pump passed all functional and delivery tests. The dso (downstream occlusion sensor) was replaced as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. Could not duplicate customer stated problem during testing. Pump passed all functional and delivery tests. The dso (downstream occlusion sensor) was replaced as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed alarm -cassette not attached properly-. No patient involvement was reported.